Event description:
Additional information was received via new loqi notifications. On (B)(4) 2024, the patient endured hypotension with a possible relationship to the device that prompted "7.5 ivf and one unit of rbc." Additionally, the patient was "started on levophed and was discontinued on (B)(4) 2023. While patient was recovering from rv failure, patient was also treated with dopamine which helped with the maps throughout the remainder of this admission." Further information received indicates the patient to have endured sepsis with a possible relationship to the device. As treatment, a wound vac was performed.

Manufacturer narrative:
Upon completion of our investigation, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 57 year old patient the presented with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient endured worsening thrombocytopenia and hemolysis with a "possible" relationship to the impella device. Platelets were delivered in response to worsening thrombocytopenia, and a red blood cell infusion was performed in response to hemolysis.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the thrombocytopenia and the minor access site bleeding was not determined because no product was returned and limited clinical information was provided. The cause of the hemolysis was most likely patient condition since the patient had a history of anemia. Because no associated information was provided, the root cause of the infection cannot be determined. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.